Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 6 of 6, patient connected. The home patient (hp) cycled power on the hc to clear the alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues. The device was run on a lab homechoice (hc) with no issues noted. The reported issue could not be duplicated or confirmed. Should additional relevant information become available, a supplemental report will be submitted.